Event description:
It was reported that the patient was implanted with an elevate inteprolite mesh "a couple years ago" and she is now experiencing pain and discomfort. No additional patient complications have been reported in relation to this event.